Event description:
The customer reported that she went to urgent care due to high blood glucose levels, with a reading of 265 mg/dl. The customer also reported that the insulin pump was not working properly. The customer stated that insulin was coming out of the tubing before the motor was actually pushing on the reservoir. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.